Manufacturer narrative:
Date sent to the FDA: (B)(6) 2022 to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent repair of a recurrent hernia, and partial removal of mesh on (B)(6) 2011. It was reported that the patient experienced an unknown adverse event. The patient had a previous mesh implanted on (B)(6) 2009 and 7/21/2010 which is captured in separate file. No additional information was provided.